Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood in/on helix mechanism was noted.

Event description:
It was reported that the right ventricular lead was difficult to maneuver during the implant procedure. The lead was not used. No patient complications have been reported as result of this event.